Event description:
It was reported that this patient experienced beeping tones from their implantable device. A remote device data review revealed an isolated high, out-of-range shock impedance measurement from this right ventricular (rv) lead (>125 ohms). The patient will be seen at the next regular scheduled follow-up where the physician will increase the shock impedance alert to prevent future beeping. At this time, the rv lead remains implanted and no adverse patient effects were reported.